Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the right coronary artery. After pre-dilation, a 3.0x24mm promus element stent was advanced for treatment but had difficultly crossing the lesion. Upon removal, it was noted that the "stent got lifted". The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: over 60. (B)(4). Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).